Event description:
It was reported that a drill bit that broke off into the patient¿s pelvis during surgery and the broken drill bit remained in the patient and there was another drill bite available to complete the procedure; there was a (1) minute delay in surgery, the procedure was completed with no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record shows lot # 5642004 of 2.5mm drill bit was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed, a review of the raw material device history record revealed this lot (5611960) met all specifications with no anomalies noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.